Event description:
It was reported that the device illuminated a service icon and logged several fault codes in memory indicating a potentially critical failure. There were no reports of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and determined the cause of the failure to be a shorted capacitor, designator c354.